Manufacturer narrative:
(B)(4). Did the suture break or did the suture break away from the tissue: the suture broke, it did not pull away from the tissue; what is the patients current condition: the surgeon brought the patient back on the (B)(6) because of dehiscence. Required a second surgery, fascial closure failed, had to have a bridge repair using an expensive biologic mesh. Patient low demand, may not require revision. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure: (B)(6). The diagnosis and indication for the index surgical procedure: abdominal wall hernia other relevant patient history/concomitant medications diabetes, recent weight loss product lot # unknown; how was the dehiscence managed: component separation if a surgical intervention was performed, provide surgical/operation notes. This will have to obtained from medical records; what was the appearance of the suture during the second procedure: broken; what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased: normal; what is the patient current status: hospitalized; if applicable, will product be returned: return date, tracking information already accomplished by rep. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide surgical/operation notes related to the surgical intervention provided. Received one suture in several pieces. The suture pieces were examined visually and it was observed tissue and blood residues in all the suture pieces. Also, the suture pieces were examined for visual inspection attribute defect and the ends of knots of the suture were noted to be cut and the other end of the suture pieces it was observed busted. As the suture is absorbable and due to the condition of the sample returned, the tensile strength test cannot be performed as the process of degradation has begun due to the exposure to the environment. It could not be determined what may have caused the reported incident of: ¿that the pds sutures had popped¿.

Event description:
It was reported that a patient underwent an open ventral component separation procedure for abdominal wall hernia on (B)(6) 2016 and the fascia was closed with interrupted suture. Original case was completed. The surgeon brought the patient back on the (B)(6) because of dehiscence. It was reported that the surgeon opined that the suture had popped and the suture broke, it did not pull away from the tissue. The surgeon was not able to close the patient because there was too much tension; patient still "open", and undergoing evaluation. It was reported that the patient required a second surgery, fascial closure failed, had to have a bridge repair using an expensive biologic mesh. It was reported that the patient is low demand, may not require revision. The current patient status is hospitalized. Additional information has been requested.